Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh revision on (B)(6) 2013.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04843. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat cystocele, rectocele and cervical prolapse. It is reported that the patient underwent the concurrent procedures of colpopexy, anterior and posterior repair and cystoscopy. It was reported that the patient underwent the following procedures, excision cervical stump, mesh revision, laparoscopic lysis of adhesions, abdominal sacrolpopexy and aspiration right ovarian cyst on (B)(6) 2013 due to mesh erosion, prolapse of the cervix, vaginal prolapse and ovarian cyst. (B)(4).